Event description:
Baxter affiliate (ba) reports one incident of a blood leak, during the first use, with a tricea 210g dialyzer. The incident occurred at the beginning of treatment. The blood leak was confirmed by hemastix. No pt injury or medical intervention have been reported by ba. No further info is available at this time.